Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device had alarmed insulin flow blocked alarm. Customer changed the set. Customer's blood glucose was over 450 mg/dl. Customer mentioned there was blood on the site. Issue was resolved by a complete set change. Customer will not be returning the device for analysis.